Event description:
It was reported that the log files were submitted for review as the patient was experiencing driveline fault alarms. It appeared that the evet log contained driveline comm/power faults as well as pump stop events. It was noted that there was a possible driveline disconnect. On 06may2026 it was reported that log files were submitted for review. The event log file recorded driveline power fault b alarms on 06may2026. The modular cable and the system controller was replaced. This equipment exchange did not resolve the driveline power fault b issue. It appeared that the picture of the pump side connector does show signs of corrosion or foreign material buildup which needed to be cleaned up. On 07may2026 more log files were submitted for review for pre and post driveline cleaning. It appeared that the log files confirms driveline power b faults on 07may2026 starting at 6:46:51. These continued to be captured throughout the remainder of the log file. The driveline power faults did not interfere with pump operation in this set of log files. The log file from post the pump cable connector cleaning shows the driveline power faults did not return. The cleaning of the corrosion from the pump cable connector was successful. The mechanical circulatory support equipment was operating as intended. They applied isopropyl alcohol to remove debris from the pump side connector. The connector was cleaned and debris were removed. The cleaning procedure resolved the driveline power faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.